Event description:
The customer reported that the device would not power up. There was no reported patient involvement.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests. Fuse f1002 was found to have an open circuit. The available information is consistent with a malfunction of the power pca. The cause was an open circuit on fuse f1002. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.